Event description:
The nurse was changing an orogastric tube and opened a #5 french orogastric tube to place a new tube. The nurse was about to place the new tube and noticed the tube looked like it had been cut about an inch from the tip. Tip barely hanging on. There were no cuts to the outer wrapper.